Manufacturer narrative:
(B)(6). The customer's report of iui connectors smoking has been confirmed. The root cause of the reported smoking of the black iui connectors on the returned devices is suspected to be due to fluid spillage on the devices which created a conductive path between the respective power and ground pins of the iui connectors resulting in a low impedance or short across these pins.

Event description:
Customer reported device started smoking from iui connector between the pump module and the barcode scanner. User removed the device from svc and sent it to biomed. No pt harm reported. No add'l info was provided by the customer.